Event description:
It was reported that the drill bit is bent at the flexible spring aspect of the drill bit. It did not break in half. There was no surgical delay. There was no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the two drill bits were dull or bent during preparation for acetabular screw. The drill bit that was dull had exceeded its functional instrument use. The drill bit that bent was bent at the flexible spring aspect of the drill bit. It did not break in half. There was no surgical delay. There was no harm to the patient. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that quickset 1pc flex drill bit 25 (lot number: pg338913) has the distal section of the flexible shaft heavily bent. Several coils of the shaft were found broken. The observed damage can be attributed to user error due to overload of the flexible shaft which exceeds the ultimate strength of the wires comprising the flexible shaft. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.